Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer was hospitalized for low bg's. The customer alleged the pump had blank display and was exposed to moisture. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. Device powered up properly after the test battery was installed. Device was programmed and monitored for 5 days. No blank display noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or unexpected replace battery now alarm noted in the pump trace download. Review the alarm history screen on the pump, no pump error alarms noted on the event date. The following were noted during visual inspection: minor scratched display window, scratched case, peeling serial number label, and pillowing keypad overlay. During visual inspection, no moisture damage noted on the electronic assembly, motor or force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional testing. Unable to confirm alleged low bg's. The customer alleged the pump had blank display was not confirmed. The customer alleged moisture damage was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose with 15 mg/dl family was calling 911 mg/dl and he was passed out on the couch currently in the hospital blood glucose was 283 mg /dl and for pneumonia on (B)(6) 2021 more than 2 weeks ago. Customer stated that the insulin pump was broken and not functioning it got wet in the hospital. Insulin pump was not working finally was able to find out that he went into the hospital for pneumonia and was still on the pump and treating himself stated that he took it off for them to start treating him and the pump was fine stated that it got wet somehow and now was not functioning after he got out and misplaced it. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.